Event description:
It was reported by service report that the buckle on the restraint strap was broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other - buckle on restraint strap.